Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The elecsys hbsag confirmatory assay confirmed the sample as non-reactive, aligning with the negative results obtained from competitor methods. A review of calibration and quality control data indicated that all signals were within expected ranges. The customer's initial positive result was reproducible; however, confirmatory testing demonstrated that the sample was false reactive. The root cause of the false reactive result could not be determined. The customer was advised to follow the recommendations outlined in the assay's method sheet regarding confirmatory testing.

Event description:
The initial reporter alleged a discrepant positive result with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2022, the sample was tested using the hbsag g2 elecsys e2g 300 v2 assay and yielded results of 41.3 coi and 38.7 coi. On (B)(6) 2022, the same assay produced a result of 25.6 coi. On (B)(6) 2022, the sample was tested using the abbott architect and biorad methods, both of which yielded negative results (0.361 coi). Additionally, hbv polymerase chain reaction (pcr) testing was negative. Subsequent confirmatory testing using the elecsys hbsag confirmatory assay on the cobas e 801 analytical unit produced a result of 'confirmed non-reactive,' which aligned with the negative results obtained from the competitor methods.